Manufacturer narrative:
Patient codes corrected from 2331 to 2199. Device evaluated by MFR: the mdu-5 plus was received in good conditions. Functional testing was performed and the unit meets specifications.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. The motor drive unit 5 plus gave overload error message. The procedure was cancelled due to this event. No complications were reported.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. The motor drive unit 5 plus gave an overload error message. The procedure was cancelled due to this event. No complications were reported.